Event description:
It was reported via repair work order that the foot end of the bed was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to report that an evaluation could not be performed as the bed was occupied by a patient and not available. Another complaint will be created when the unit is ready for a functional inspection. Bed was not available for evaluation.

Event description:
It was reported via repair work order that the foot end of the bed was drifting. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.